Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the reported information, the foot was caught in tissue. It is possible that a guide break occurred during placement or deployment such that prevented the foot from closing. Breakage of the guide would compromise the foot functionality and prevent the foot from closing which would subsequently contribute to device entrapment. The subsequent treatments appear to be related to procedure circumstances. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4: lot number updated from 4040641 to 4050242. D4: primary UDI number updated from (B)(4).

Event description:
This was reported as an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, with the first 2 proglide devices, cuff misses [suture retrieval issues] occurred. With the third device, the lever would not close because the foot was caught in tissue. As the foot could not be closed, the device could not be removed. The device was split in half in an attempt to close the foot and remove the device; however, the device remained stuck in the patient anatomy. A cutdown was performed to free the device without incurring any vessel damage. Hemostasis was achieved via cutdown. A delay was reported, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.